Event description:
It was reported that the patient presented to the pacemaker clinic for a scheduled follow-up. Low voltage pacing lead impedance had increased. Trend data shows increasing since (B)(6) 2012. Increase in capture threshold was also noted. The patient was transferred to another hospital and the lead was capped and replaced. The patient condition is good.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.